Manufacturer narrative:
Device evaluation of charger/modem sn: (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. Upon evaluation, there was corrosion on the battery board contacts and the q1 transistor and u13 8-bit cmos flash micro-controller were shorted. The cause of the inability to recognize a battery pack is the corroded battery board contacts and shorted components. The root cause of the corrosion and shorted components could not be positively identified, but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The patient received a replacement charger/modem.

Event description:
A (B)(6) year old female patient contacted zoll customer support to report that the charger/modem would not recognize a battery pack. The patient was issued a replacement charger/modem.